Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: the proximal luer lock of the edsiii cracked. Leak of csf. Infection risk. Change of the system (dressing opened).

Manufacturer narrative:
Upon completion of the investigation, it was noted that the 3 way stock cock was visually inspected, and confirmed a crack in the plastic. The root cause of the problem reported by the customer is due to over tightening of a device. As noted in IFU when connecting devices to the stop cocks they should only be finger tightened. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible ass the lot number was unknown. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.